Manufacturer narrative:
The field service engineer (fse) found an issue with the measuring cells and replaced them. The fse ran analyzer performance testing. The customer ran calibrations and qc successfully. As the qc was within range, there was no indication of a performance issue with the reagent or instrument. The customer's centrifuge time may be too short and the speed may be too high per the tube manufacturer¿s recommended guidelines. The analyzer alarm trace did not contain any conspicuous events.

Event description:
The initial reporter received questionable elecsys hcg + beta test system results on one sample on a cobas 6000 e601 module. The initial hcg results were 10000 miu/ml with flag. The instrument performed an auto-repeat 1:100 dilution and the result was 12.87 uiu/ml. The repeat result was reported to the physician, who questioned the result due to the patient's clinical history. The sample was repeated on a second cobas 6000 analyzer with an auto dilution of 1:20 and the result was 74124 uiu/ml. The sample was repeated on the second analyzer again without dilution and received a result of 10000 uiu/ml with flag. The instrument performed an auto-repeat 1:100 dilution and the result was 82292 uiu/ml. The sample was finally run again on the first analyzer with an initial result of 10000 miu/ml with flag. The instrument performed an auto-repeat 1:100 dilution and the result was 10 uiu/ml with flag. The initial result was reported outside of the laboratory. The repeat results from the second analyzer were deemed correct. The reagent lot number was 58457905 and the expiration date is 31-mar-2023.